Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported does not mesh properly. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed and was replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.